Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experience blood glucose (bg) of 47 mg/dl which was addressed with the customer drinking juice. Cause for bg was due to customer running out of continuous glucose monitor (cgm) supplies. Therefore the customer was not monitoring bg level appropriately.